Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed from the documentation in this investigation for broken welds on the walking beam. MDR is being submitted as a result of a retrospective complaint review

Event description:
The client was using the chair and went over a crack/bump on the sidewalk causing the front left walking beam to bend and welds break at some points, making the front caster change angle and the chair to be unstable.